Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a cgm offline message and automated dosing stopped when a new freestyle libre 3 plus sensor failed to pair with the ilet app because the sensor session was started on the abbott app, resulting in ¿sensor in use by another device¿ and subsequent signal loss. Symptoms included hyperglycemia with a reported blood glucose of 420 mg/dl, without nausea or vomiting, and no ketone result available. Outcomes included temporary suspension of automated dosing and transition planning to bg run mode, with guidance to use fingerstick or abbott app readings and to consider contacting a healthcare provider if hyperglycemia persisted. Investigation included technical troubleshooting and user education by customer support. Investigation of this case revealed user setup error initiating the sensor on a non-ilet application, which prevented pairing and cgm data transmission to the ilet system. It was concluded that the event was attributable to use error, with the ilet system performing as designed when cgm data were unavailable.